Event description:
A patient who was being ventilated with the ventilator was found in a cyanotic state. It was discovered that the breathing circuit had come disconnected at the ventilator (not at the patient). No one in a nursing station or at the bedside heard an alarm. The patient was hand ventilated, then transferred to an acute care facility for a cat scan and possibly a neurological work up. Newport medical instruments obtained alarm history record from the ventilator and found that it indeed gave alarm several times.